Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump had alarmed dozens of times for no delivery in the past month. The reservoir was removed and insulin pushed through with a plunger, but when the reservoir was reinserted, the alarm recurred. The blood glucose reading was 12.3 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.